Event description:
Customer reported an inform system blood glucose result of 400 mg/dl, 2 lab results of 45 mg/dl within 10 minutes. Reported patient symptoms of hypoglycemia, unspecified patient treatment based upon lab results. No adverse event reported. A request was made for the return of the system, replacement was sent.